Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse replaced the dc air ionizer, reconnected loose aspirate probe 1 and 2 water rinse tubing and replaced all tubing for the acid and base probes. The cause of the discordant, falsely elevated ctni results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (ctni) results were obtained on multiple patient samples on an advia centaur instrument. The discordant results were not reported to the physician(s). Based on multiple repeats on the same instrument, final, low values were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin I (ctni).